Manufacturer narrative:
Cmp-(B)(4). (B)(4). The product will not be returned to zimmer biomet for investigation as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 1825034-2017-01678, 1825034-2017-01679.

Event description:
It was reported that the patient under went a right closed reduction one month after the products were implanted. It was noted that there was not a fall. There were no reported complications during the procedure. The surgeon attempted to relocate the hip two times. The hip was successfully reduce on the third attempt. All attempts were made on the same day at the same hospital. It was reported that the patient has previously experienced dislocation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.